Event description:
The customer reported to baxter us one (1) clearlink system non-dehpcontinu-flo soln set set with "the second port was popping off; spilling chemotherapy medication." There was no patient involvement, medical intervention or injury reported. A sample is not reported to be available. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.